Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) observed no failures upon arrival at the station. Then all cable connections were reseated, and hard stop bracket screws were tightened. All pockets were released in hta and debris was cleaned. Hta was verified as functioning properly, the system was rebooted, and the customer completed inventory. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported that the bd pyxis¿ medstation¿ es had hardware failure with drawers showing as failed. The customer had tried restarting and recovering them, but no action occurred. However, there were no delay to patient care and adverse events or injuries reported based on this incident.